Event description:
The customer reported that during pre-use check, the ventilator is failing the o2 calibration. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim control pcba installed onto a known good uim and was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were continuously illuminated. The control pcba was not receiving a new software upload. A visual inspection was performed and no visual anomalies were found. This issue is being addressed in internal correction.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced the gas delivery engine to fix the reported issue. Replaced the user interface module assembly to repair blank screen. The ventilator meets MFR specs.